Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01071.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary artery using pod packing coils (pod pcs) and ruby coils. During the procedure, while advancing a pod pc through a lantern delivery microcatheter (lantern), the physician noticed a kink near the proximal end of the pod pc pusher assembly; therefore, the pod pc was removed and a new pod pc was used. Next, the physician advanced a ruby coil in the target vessel, but it would not form in the vessel. The physician then tried retracting and repositioning the ruby coil but it would not form the way the physician wanted it to; therefore, it was removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.